Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited loss of capture (loc) on the right ventricular (rv) lead. Technical services (ts) was consulted and provided troubleshooting options. The rv lead was stated to be a non-boston scientific product. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.